Manufacturer narrative:
The customer stated that the needle had partially fired and did not fully insert the cannula upon deployment. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for eval, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure proper placement. If labeling instructions were properly followed, the user would have noticed the cannula hadn't fully inserted (which would have been visible through the pod's viewing port) and would have deactivated the device. The user guide also advises users to check their blood glucose levels frequently so they're able to react quick and appropriately to any issues.

Event description:
The customer reported that the "needle partially extended on this pod, but the cannula didn't insert". As a result the customer was hospitalized (no specific bgs could be obtained, but readings greater than 250mg/dl are assumed to have been experienced). No add'l info could be obtained regarding the device or the event. The pod will be returned for eval.